Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that an inflatable penile prothesis (ipp) implant surgery was not completed due to the cylinders crossing over upon dilation. The surgeon dilated the corpora and asked for 18cm lgx cylinders. When attempting to implant the device he decided to remove it because there was a crossover. The physician tried to redilate the corpora but was unsuccessful. The conceal reservoir was implanted, capped, and left in place. He plans on waiting 8 weeks and will attempt the surgery again.